Event description:
It was reported that the pump battery couldn't be charged, leading to the pump shutting off. It was reported that the customer experienced an elevated blood glucose (bg) level of 559 mg/dl. Bg was addressed via manual insulin injection. Reportedly, the customer was using a 3rd party usb cable to charge the pump. In addition, the customer used an alternate power source to successfully charge the pump. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.